Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator explant procedure due to upgrade. Upon interrogation prior to procedure, it was noted that the right ventricular - rv lead exhibited high capture thresholds. The rv lead remained implanted high voltage function and a new rv lead was implanted (B)(6) 2020 for pacing and sensing. The patient was stable before, during, and after the procedure.